Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
On (B)(6) 2016, information was received from a company representative regarding an (B)(6), male patient who was receiving morphine "35mg" at 12.43 mg/day via an implantable pump for spinal pain. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient had a pump replacement (due to end of life) and the priming bolus was administered for 24 hours rather than 24 minutes due to an entry error during programming. The physician was going to call the patient to address the issue. No diagnostics or troubleshooting was performed. As of (B)(6) 2016, the patient's status was "unable to obtain" and the issue was not resolved. Surgical intervention did not occur and was not planned. On (B)(6) 2016, it was reported the physician prescribed oral medication to the patient if any symptoms were to occur during the 24 hours. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.